Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fully intact. Evaluation revealed that the up arrow, ok, and down arrow keypad buttons were intermittently unresponsive. All of the keypad buttons spring back or click normally. Evaluation also revealed that there was contamination under the keypad contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive. The patient reported the keypad was intact. The patient stated there is no trauma or water exposure to the pump. The patient reportedly wore the pump exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.